Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the malfunction. There was no reported impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump; the malfunction did not recur afterward. The customer was allowed to continue using the pump and was advised to call back if the issue recurred.